Manufacturer narrative:
The date of damage onset is unknown. The event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that upon analysis of the driveline on (B)(6) 2022, it was noted that the entire external driveline was previously rescue taped.

Manufacturer narrative:
B3: the previously reported event date was estimated. The event date was requested but not provided. Manufacturer's investigation conclusion: evaluation of the returned portion of the driveline (returned and evaluated under MFR # 2916596-2022-12685) confirmed the reported event of the external driveline being rescue taped. A specific cause for the initial damage that resulted in rescue taping could not be conclusively determined through this evaluation. The external portion of the driveline had multiple layers of rescue tape present approximately 3.5-15¿ from the controller connector. The rescue tape was removed and damage to the underlying silicone jacket was observed in multiple areas. The account indicated that the specific dates for rescue tape application could not be provided. The patient remains ongoing on the heartmate ii left ventricular assist system (lvas). The heartmate ii lvas IFU discusses wear and tear to the driveline, contains information on caring for the driveline, and provides possible indications of driveline damage as well as how to respond to such events. The relevant sections of the device history records as well as driveline were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿, discusses wear and tear to the driveline, contains information on ¿caring for the driveline¿, and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Additionally, the patient handbook outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.